Event description:
It was reported by service report that the bed scale is inaccurate. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Load cell.